Event description:
In 2005, the lay user/reporter contacted lifescan (lfs) on behalf of the lay user/pt alleging that the one touch ultra meter had a frozen display. The senior med affairs specialist spoke with the pt to obtain/verify info. The pt reported that she had been unable to obtain blood glucose results for 'a while'. On the day of concern, she was not experiencing any symptoms. Her daughter drove her to the hosp for a blood glucose test. A result of 77 mg/dl was obtained on the hosp meter. She was treated with orange juice and release shortly thereafter. The customer care advocate walked the reporter through pressing the power button, reseating the battery, and attempting at turning the meter off. The meter powered off. To start a new test, pt has to turn the meter off and then turn it back on. This is not normal procedure. When the meter does not turn off, the pt cannot obtain a test result, which may lead to delay in treatment or the absence of a glucose value. The meter, control solution, and test strips were replaced.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.